Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was believed that the dissection at the proximal part of the lesion may have been related to the proximal balloon tip. Patient weight provided. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article titled - longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform - was submitted for review. This journal is a case study which describes a patient that presented with acute anterior st segment elevation myocardial infarction (stemi). An electrocardiogram (ECG) showed st-elevation in leads v1¿v4. The ECG revealed left ventricular ejection fraction (ef) of 52% with regional wall myocardial infarction in the left anterior descending artery (lad) territory. A coronary angiogram showed a 90% mid lad lesion with disease extending up to the ostium. A percutaneous coronary intervention (pci) was planned through the right radial approach and a 2.75 mm × 30 mm resolute onyx drug eluting stent (des) was deployed up to the lad ostium. Distal stent optimization was carried out using a 2.75 mm non-medtronic nc balloon at 18 atm and proximally using a 3 mm and 3.5 mm non-medtronic nc balloon at 14 atm. Following the 3.5 mm balloon dilatation, the stent was seen laying in the distal left main (lm). Optic coherence tomography (oct) was carried out which confirmed the stent position in the lm having an extra length of 2.33mm than the box length with extensive flaring of the proximal stent cells exposing a dissected intimal flap at the lad ostium. A 4 mm × 18 mm non-medtronic des was deployed from the lad to lm covering the deformed stent segment, followed by proximal optimization technique (pot) using 4.5 mm non-medtronic nc balloon with a good angiographic result. The oct revealed good expansion and deployment of the stent.

Manufacturer narrative:
Citation: authors: dibya kumar baruah, anuradha darimireddi, ravikant telikicherla, pedada chakradhar, journal name: research in cardiovascular medicine year: 2024 issue #: 1 title of article: longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform literature reference: doi:10.4103/rcm.rcm_72_23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.